Event description:
It was reported that the left ventricular (lv) lead was re-positioned post implant. The reason is unknown at this time.the patient was a participant in the post approval network /product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
Further information stated the lead had moved post implant as the reason it was re-positioned.